Event description:
Heartware revision. Rvad with obvious visible signs of thrombosis: upon entering the pericardial space, a large thrombus was noted around the right ventricular assist device in the right atrial area. There were no substantial changes in the rvad flow; it was presumed that the patient had an embolus to the right ventricular assist device or had thrombosed the right ventricular assist device.what was the original intended procedure?mediastinal exploration with explantation of right ventricular assist device and reimplantation right ventricular assist device.